Event description:
This rn was drawing blood for labs through the neutron cap attached to the patient's central line. This rn used the double stopcock method and attached a yellow stopcock with a blue stopcock behind the yellow stopcock to the neutron cap. The cap became filled with blood and this rn could not flush the blood through the neutron cap. Then this rn changed the cap. The cap was disposed of. There was no detectable harm.